Event description:
It is reported that the device was implanted in 2006 and in 2008, the pt presented with pain. After review of x-rays, it was determined that the locking ring was out of the shell. Revision surgery is pending.

Manufacturer narrative:
Eval summary: x-ray images were received and reviewed. It was observed that the liner lock ring appears to be disassociated. It was also observed that images are blurred and consequently no definitive conclusions could be drawn. The device was in vivo approx 2 years before the alleged event of the liner ring disassociation occurred. The use of the epsilon durasul constrained liner with a trilogy tm shell is considered off-label use as this liner is compatible with the converge porous shell only. The device is not available for analysis and the device condition is unk. Based on the above information and observations, the liner lock ring may have become disassociated due to one or a combination of the following mechanisms: the liner lock ring may not have been completely seated at the time of primary surgery, which could have led to the ring separating from the linear; use of an incompatible shell may have resulted in an increased probability of impingement due to the mating condition between the acetabular shell and liner and pt activity. However, a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.